Manufacturer narrative:
The calcium and albumin reagents lot numbers and expiration dates were not provided. On 25-jul-2023 the field service engineer (fse) found that the cell cleaning water overflowed onto the cell and contaminated it during the measurement. The fse adjusted the cell rinse water volume. He also performed a mechanical check and confirmed that no water overflowed onto the top of the cell. The root cause of the event was consistent with a maintenance/adjustment issue. The service actions (adjusting the cell rinse water) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with calcium assay and 1 patient's sample tested with albumin assay on a cobas 8000 c702 analyzer. Calcium results: sample 1: initial result: 5.3 mg/dl. Repeat result: 8.5 mg/dl. Sample 2: initial result: 6.8 mg/dl. Repeat result: 8.8 mg/dl. Sample 3: initial result: 7.1 mg/dl. Repeat result: 9.6 mg/dl. Albumin results: sample 4: initial result: 1.6 g/dl. Repeat result: 2.5g/dl (re-tested on a different c702). It is unknown at this time if albumin assay is a 3rd party reagent.